Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4)

Event description:
It was reported that the insulin pump experienced a battery out of limit message. Customer's blood glucose reading was 170 mg/dl. Nothing further reported.